Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: in review of the initial MDR, it was noticed that the implant date was inadvertently not recorded. On (B)(6) 2019 should have been entered this has now been updated in this report. Device evaluation: the product testing could not be performed as the product was not returned. A video of the surgery was provided and it was evaluated. Neither lens defects nor damages were observed during the evaluation of the video. Based on the investigation result, the customer's complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. During manufacturing the lenses are 100% cleaned and inspected at 10x microscope magnification. The product was manufactured and released according to specifications. A search revealed no additional investigation request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. (B)(4). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a crack in the periphery of lens model, pcb00v monofocal iol (intraocular lens) after operation. Reportedly, there was no patient injury. No additional information provided.